Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing diaphragmatic stimulation. A chest x-ray confirm the right ventricular lead was dislodged with tip sitting in the superior vena cava. The lead was explant and replaced. The patient's condition was stable.